Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-dependent patient presented after getting lightheaded and falling while taking out the trash. Device interrogation revealed non-physiologic noise that was being oversensed on the atrial channel. It was noted that the noise was unable to be reproduced in clinic. Programming changes were made. No further information.